Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous mid left anterior descending coronary artery (rca). Predilation was performed with a 2.5x20mm emerge mr balloon catheter. A 2.50x38mm promus element¿ plus stent delivery system was selected to treat the target lesion. During the attempt to implant the device, the stent came off the shaft of the delivery system. The stent was retrieved. An unsuccessful attempt was made to deliver a non-bsc stent. Three days later successful stenting of the rca was completed. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).